Event description:
It was reported there was noise and loss of capture observed on the ventricular lead leading to inhibition of pacing. A lead fracture is suspected. The lead remains in use and a lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead. (B)(4).